Event description:
A dual-filter sentinel cps device was utilized as an accessory cerebral protection filter device during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2018 using a medtronic evolut-r/pro valve. The sentinel device functioned properly with no reported difficulties or device malfunctions. On 07/24/2018, a claret medical clinical field specialist was for the first time informed that the patient had experienced a neurological event 24 hrs post-op on (B)(6) 2018, which resulted in blurred vision. The patient was evaluated by a neurologist and was diagnosed as having had an ischemic stroke (right occipital lobe of the brain affected). When asked about the potential cause of the post-operative stroke, the physician stated that the cause of the stroke could not be definitively determined; therefore, it is indeterminate whether the sentinel device may have been a contributory factor. As of the date of this report, the patient's vision has reportedly improved without intervention. The sentinel cps dual-filter device is designed to capture and remove debris dislodged during tavr procedures to help potentially reduce the rate of stroke. In the sentinel ide study, the percentage of peri-procedural (</=72 hours) strokes in the control arm (tavr alone, with no sentinel device) was 8.2%, whereas the percentage of strokes for tavr when using the sentinel device was 3.0% (a relative reduction of 63% in stroke rates when the sentinel device was used). An independent physician evaluated the post-op CT report as well as additional clinical information provided to determine if the sentinel device may have caused or contributed to the stroke. Based on the information provided, the root cause of the stroke and/or the potential contribution of the sentinel device could not be definitively determined.

Event description:
The initial MFR report indicated the "date received by manufacturer" as 24jul2018 but it should have been 20jul2018.